Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the neurologist stated the device was not working correctly due to the patient losing therapy. They spent 15 minutes reprogramming before contacting the rep to meet with the patient the following day. The doctor told the patient that microwaves and magnets could cause the device to stop delivering therapy. The doctor met with the patient that morning and testing impedances on both devices resulting in all green electrode readings. The doctor had then requested a new therapy and after an hour had determined a new therapy program was working well. The changed programming parameters per the managing doctor and were waiting to see if the therapy profile was functioning appropriately. The issue had resolved, but the patient reported no other environmental factors were at play other than the concern their microwave was affecting their battery. The impedances were all said to be good. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that no determination had been made confirming that the patient¿s microwave and /or magnets caused the device malfunction. It was stated that there were no new complaints in the past 48 hours after changing the patient¿s therapy settings. There were no further complications reported.